Manufacturer narrative:
The guide sheath and the radiopaque tip were returned to olympus medical systems corp. (Omsc) for evaluation. The handle of the subject device was severed. The distal end of the guide sheath was deformed. Overall, the guide sheath was kinked. The radiopaque tip was deformed and had scratch inside. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. The user withdrew the biopsy forceps with opened cups or the bent curette of the guiding device from the guide sheath. The position of the radiopaque tip became displaced. And eventually, the radiopaque tip fell into the patient since the biopsy forceps or the curette got caught in the radiopaque tip. The instruction manual of the guiding device (cc-6dr-1) in combination with the subject device warns as follows; *do not withdraw the guiding device from the endoscope while the distal end of the guiding device is bent. Doing so could damage the endoscope and/or instrument.

Event description:
During a transbronchial lung biopsy, the distal end of the guide sheath fell into the patient. The fragment was retrieved. The intended procedure was completed. There was no patient injury reported. This is the report regarding the falling of the distal end of the guide sheath.